Manufacturer narrative:
On 8-sep-2020, mentor received additional information regarding the date of implantation, patient's symptoms, date of explantation, and replacement device. Initially, the date of implantation was reported as (B)(6) 2017. However, additional information indicated that the actual implantation date was (B)(6) 2017. The patient experienced left-sided breast hardness, and the diagnosis of capsular contracture was confirmed by a healthcare professional on (B)(6) 2019. As a result, the patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503504bc, left serial #:(B)(6) on (B)(6)2020. The relevant fields have been updated. On 25-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4) . This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary : a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. There were no reported clinical signs of infection. No reports of rupture or other product issues. Since the product has not been returned, and the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain.   Reason for device explant and/or reoperation: bilateral garde iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implants and experienced postoperative bilateral grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient had explanted the implants on (B)(6) 2019. This report is for the left prosthesis.